Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/27/2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 345 mg/dl with nausea and extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. An air-bubbles were reportedly visible on the insulin within the cartridge. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.